Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. As the md was threading the iab over the guidewire into the sheath, the iab became stuck. "There was no chance to reposition the iab" so as a result the iab, guidewire, and sheath were removed as one unit. The md inserted another iab without incident. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.